Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, shortly after intubation, the crack appeared in the vein (blue) luer adapter. The catheter had been placed for a month. The catheter was not removed. Flushing was done with a normal result. There was a leak. Nothing unusual was observed on the device prior to use. No cleaning agent was used on the device. The insertion site was treated prior to product placement. Besides the reported issue, no other defects/damages were found on the product. No other products are being utilized with the device. The reported product was not replaced. The remedial action performed was to replace the luer adapter. There was 2-3 ml blood loss, and blood transfusion was not required. Medical intervention/treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.